Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that patient faced 5 infusion set was leaking at site. The blood glucose level was 250 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
(B)(6). Patient country: (B)(6).